Event description:
During arthroscopy of left knee, while using the oratec curved tip electrode, a piece of the green covering on the tip came off within the pt's knee. Surgeon was able to retrieve and remove the foreign body.